Event description:
A customer in the (B)(6) reported a false susceptible ertapenem result for a (B)(6) escherichia coli sample in association with the vitek® 2 ast-n206 test kit. The expected result was r (4) and the tested result was s (<=0.5). It is unknown if repeat testing via vitek® 2 ast-n206 test kit or alternate method was performed by the customer.there is no indication or report from the hospital to biomérieux that the discrepant result led to any adverse event related to any patient's state of health. There is no patient directly associated with the survey sample. Culture submittals have been requested by biomérieux for internal investigation. Internal biomérieux investigation will be initiated.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in the (B)(6) reported a false susceptible ertapenem result for a (B)(6) survey (distribution (B)(6), specimen (B)(6)) escherichia coli sample in association with the vitek 2 ast-n206 test kit. The expected result was r (4) and the tested result was s (<=0.5). It is unknown if repeat testing via vitek 2 ast-n206 test kit or alternate method was performed by the customer. There is no indication or report from the hospital to biomerieux that the discrepant result led to any adverse event related to any patient's state of health. There is no patient directly associated with the survey sample. Culture submittals have been requested by biomerieux for internal investigation. Internal biomerieux investigation will be initiated.

Manufacturer narrative:
Biomérieux internal investigation was conducted. The same testing against neqas distribution 3756/2832 (escherichia coli) was previously performed using the vitek® 2 ast-n192 test kit which utilizes the same ertapenem formulary as the ast-n206 test kit. The following results were obtained from that investigation. Investigational testing included: vitek® 2 gn ID: confirmed organism as escherichia coli. Agar dilution (ad): ertapenem mic <= 0.5mg/l susceptible. Broth microdilution: ertapenem mic = 2 mg/l resistant. Vitek® 2 ast-n192 (customer lot & random lot): ertapenem mic <= 0.5mg/l susceptible for both card lots (customer and random). The investigation duplicated the customer result of mic <=0.5 mg/l susceptible. The vitek® 2 ertapenem mic (<=0.5) correlates to the reference ertapenem mic of agar dilution (<=0.5). The investigation concluded the vitek® 2 ast cards are performing in accordance with specifications. Note: in the analysis report from neqas survey (neqas dist3756, strain#2832), the results obtained for approximately 500 participants were (B)(4) false susceptible for ertapenem.